Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss") and hypothyroidism ("hypo thyroid"). The patient was treated with surgery (hysterectomy {full},salpingectomy {bilateral}, oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain had resolved and the hypersensitivity, psychological trauma, alopecia and hypothyroidism outcome was unknown. The reporter considered abdominal pain, alopecia, hypersensitivity, hypothyroidism, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2006 and (B)(6) 2006. She received treatment for pelvic pain, abdominal, pain, hair loss, hypo thyroid. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test unknown: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event injury was replaced with events pelvic pain. New event abdominal pain, hypersensitivity, psych injury, hair loss, hypo thyroid. Patient's date of birth, device removal date, lab data, reporter address updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.